Manufacturer narrative:
Device received compromised forced sensor system alarm during basic occlusion test due to faulty force sensor resistor (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised forced sensor system alarm. However, device passed rewind test and displacement test. No moisture damage on electronic assembly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm. The customer blood glucose level was 120 mg/dl. Troubleshooting was performed. Customer stated insulin was squirting out during the manual prime process. Customer stated insulin continues to drip after motor stops during the manual prime process. Customer stated they were unable to exit the preparing to prime loop. Customer states they were stuck in rewind complete or bolus delivery loop. Customer stated that the drive support cap was normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.